Event description:
Customer reported that the insulin pump alarmed during prime. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. Occlusion test was not performed due to loose drive support disk. The device was received with minor scratches on lcd window and case. It had a cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.